Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose of 300 mg/dl and low blood glucose of 45 mg/dl. Customer declined to troubleshoot for their blood glucose. Customer indicated that their low blood glucose was due to food.